Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. Vascular access was gained via the femoral artery. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. The 3.0x32mm promus element was deployed and optimal apposition was viewed using an ivus device. Upon removal of the ivus catheter angiography revealed a longitudinal deformation of the implanted stent. The deformed stent was post-dilated with a3.0x15mm balloon. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).